Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient met with a company representative two weeks prior to the report and he adjusted her program. Since the adjustment, the patient was not urinating. It was stated the therapy was "working fine for the last two years until the representative adjusted the programming". It was noted that the patient was on program #1 at 3.335 v and this was uncomfortable for the patient. The patient switched to program #2 at 1.90 v and the patient felt stimulation "in the vagina", same as program #1. Additional information received reported that the patient was "in no discomfort, but felt that her old program worked better". It was later reported that the patient received assistance from a manufacturer's representative or healthcare provider and her concerns were resolved. Approximately a week later, it was reported that the patient was "losing urine" at night. The patient had seen her healthcare provider (hcp) and manufacturer's representative and adjustments were made which helped. The reporter indicated that the patient needed another adjustment because she was losing urine at night again. It was noted that the patient had "many health problems". The patient was scheduled for an appointment with her hcp on (B)(6) 2013. The neurostimulator was for urinary dysfunction/sacral nerve stimulation.